Event description:
During an atrial fibrillation procedure, the tip of catheter was fractured after multiple attempted of trying to advance catheter out of sheath. The catheter was replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.